Event description:
The cassette contained reversed inlet and outlet tubing. At 0815, the tubing set was primed with normal saline and the cassette was loaded into a plum pump. The pump was programmed to deliver at a rate of 25ml/hr and the delivery was started. Approx 5 minutes later, the pump gave an unspecified alarm condition. The pump was powered on and off and was programmed. Once the delivery was restarted, "the nurse noted that blood was coming out of the pt" at this time, the tubing set was removed from the pump and the rn noted "the feed into the cassette was transposed." The physician was notified and therapy was initiated using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.